Event description:
The product "acuvue oasys plus" by j and j has caused me bad allergic eye reactions. I have experienced the following from these contact lenses: uncomfortable, blurry vision, light sensitivity, hard to focus, pus buildup in eyes, itch, easily prone to scratches. The same reports are also found in consumer review forums online. I have worn contact lenses for over 6 years. This brand is not safe for my eyes and many other people's eyes too. Dates of use: (B)(6) 2011 - (B)(6) 2012. Treatment of nearsightedness, daily.